Event description:
Customer reported issues with the insulin pump. Customer states that there is a battery out limit alarm and the buttons are not working. The blood glucose reading is 60 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the stop current test, run current test, self test, and off no power test. No battery out limit error alarms were noted during the testing. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at the display window corners, cracked display window, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, scratches on the reservoir tube window and a cracked reservoir tube.